Event description:
It was reported that the patient¿s generator was extruding. The generator was subsequently explanted in relation to the extrusion. The device history records for the implanted generator and lead showed that all specifications were met prior to distribution, including sterility requirements. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Follow up with the office of the explanting surgeon showed that the patient¿s lead was explanted as well as the generator. The generator site was suspected to be infected as it exhibited pus when opened in surgery. Cultures were taken at the time of explant, and as of 16 days following the explant procedure showed no growth. The surgeon believed the device extrusion was directly attributable to the wound infection. No patient manipulation or trauma was believed to have occurred, and neither did causal or contributory medication or diet changes that could have affected wound healing. No additional pertinent information has been received to date.